Event description:
Event description: ar case scheduled for tuesday (B)(6). CT sent to me and then onto r+d team for reporting and modelling. This was done and shown to operators prior to procedure. Report and modelling attached. Discussion over valve size choice taken between consultants in house and myself using their own measurements as well as boston's. These were very similar anyway. Decision to follow boston recommendation of medium (25mm) acurate prime. Safari small guidewire placement not optimal even after multiple attempts at placing in more suitable position. No bav done as treating pure ar and no calcium or fibrosis seen. 3 cusp view achieved but when valve in ascending aorta there was lots of parallax. Crossed annulus with valve but still parallaxed, so adjusted view to bring into alignment. Difficult to get into exact position until pacing used to steady valve movement. Low position initially but when fast pacing started it seemed to get to good annular level. Ability to assess leaflet length and position virtually impossible due to no calcium. Commenced with opening of upper crowns then stabilization arches. Still on low side of annulus but with rapid pacing achieved level with nadir of non-coronary cusp (ncc). Safety pin removed and knob 2 turned quickly and valve opened. Immediately seen that it has moved into left ventricle outflow tract (lvot) and probably pushed down by upper crown on left coronary cusp (lcc) leaflet. Attempts to snare to hold were futile and valve continued to embolize into left ventricle outflow tract (lvot) and finally left ventricle (lv). Thoughts of putting an edwards s3 in were muted but when valve moved in lv the decision was made to get cardiac surgeons to perform aortic valve replacement (avr) and remove the acurate prime device. Surgery complete late on the same day ((B)(6) 2025) and patient recovering on cicu now. What troubleshooting steps, if any, resolved the issue? No troubleshooting available at time. I was involved with discussions about snaring, ballooning and option of further tavi device. What is the next course of action? Debrief with implanting team. Discussion with other experienced acurate in ar users. Develop ongoing plans with r+d to try and mitigate this from happening again. Patient present at time of event? Yes. Patient complications: surgery. In the physician's opinion, did the device or procedure cause or contribute to the patient complication? Yes. Please describe the way in which the device or procedure caused or contributed to the patient complication? Wrong size. Medical or surgical interventions: conversion to conventional aortic valve replacement (avr) with thoracotomy. Patient outcome: the issue is ongoing. Device acquired from a distributor? No. (B)(6) 2025 question: is there any information within the media reports that is relevant to the complaint of the safari2 positioning issue. Answer: no. (B)(6) 2025: question: are the operator(s) new users or experienced users? Answer: experienced. Question: please clarify, is the response to "describe the way in which the device or procedure caused or contributed to the patient complication" referring to the incorrect size valve selected? Answer: correct, this is referring to the valve. Question: patient age, weight, and gender? Answer: not available. Question: patient's current status? Answer: as of (B)(6) 2025 the patient was still recovering in the hospital but doing well, up and moving. (B)(6) 2025: question: lot number and/or upn for the safari2 guidewire? Answer: asked but not available. Question: at the time of deployment with rapid pacing, was the guidewire considered to be in a stable optimal position? Answer: no, it was never in an optimal position. They tried to achieve but couldn't get. Question: did the end user confirm the position of the safari2 guidewire to assure the safari2 guidewire placement and stability? Answer: position was confirmed, but they were unable to get it in correct position question: was the wire position maintained while tracking or advancing a catheter or device over the wire? Answer: safari wire was stable for tracking and placement but not in correct configuration to push to outer wall completely. Question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: 25mm acurate prime valve, prime ds, unknown brand sav, 14f isleeve introducer sheath. Question: any relevant medical history (i.e. (% stenosis, degree of calcification, etc.)? Answer: no aortic calcification. (B)(6) 2025: question: reason for no return? Answer: the safari2 was discarded.

Manufacturer narrative:
The device was discarded; therefore, no visual or physical evaluation of the product could be performed. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As described in the device instructions for use (dfu) warnings section: ·monitor the wire position throughout the procedure for proper placement of curve and distal tip. ·when advancing or removing the guidewire, always use fluoroscopic guidance with radiographic equipment that provides high-resolution images. Never position the guidewire blindly, as this may result in misplacement, dissection or perforation. ·never advance the guidewire against the resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing the guidewire after device deployment. ·the wire should only be introduced into or withdrawn from the ventricle through a catheter already positioned into the ventricle. ·the curve of the safari2tm guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the device instructions for use: 1.ensure a catheter is appropriately placed in the ventricle or other intended treatment area. 2.carefully remove the safari2 guidewire, from the hoop by grasping the proximal end of the j-straightener separating the straightener from the hoop. 3.after inspection of the safari2 guidewire, advance the j-straightener over the distal section of the safari2 wire to straighten the curve. 4.insert the safari2 guidewire into the hub of the catheter with the aid of the j- straightener. 5.carefully advance the distal tip of the safari2 guidewire into the lumen of the catheter. 6.remove the safari2 guidewire j- straightener by withdrawing it over the length of the safari2 guidewire. 7.advanced the safari2 guidewire through the catheter under fluoroscopic guidance. 8.confirm safari2 guidewire curve position to assure safari2 guidewire placement and stability. 9.maintain wire position while tracking or advancing a catheter or device over the wire. 10.to remove the guidewire from the treatment area: a.a catheter must be advanced into the treatment area over the safari2 guidewire prior to withdrawing the wire. B.the safari2 guidewire is pulled back completely into the catheter. C.the safari2 guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors impacted on the event as reported. Patient information was not provided; therefore, part a could not be completed. The lot number for the device was reported as not available; therefore, section d4 could not be completed, including the UDI number. The sections left blank or unknown on this form could not be completed due to missing information. An attempt to gather further details to obtain the information was made. No additional information will be provided regarding this event. Should additional information be received, a follow up medwatch report will be submitted. Although annex g instructions state that with stand-alone devices annex g term should not be used, code 4755 was selected due to component code (g) showing up on the missing data report.